Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarms. The motor tested ok. The device passed the displacement test. The device had cracked reservoir tube lip, battery tube threads, cracked case near the display window corners and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind and other alarms. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.